Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic after a firmware system upgrade in back-up vvi mode. The device was successfully downloaded. No further attempt was made to upgrade the firmware. No other patient symptoms were reported.